Manufacturer narrative:
(B)(4). The patient had to get the device replaced as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Post-placement while patient was still in the facility, the hub fell off and the patient was taken back to have the nephrostomy drain replaced the same day.